Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's son reported via phone call that they experienced high blood glucose around 400 mg/dl. The customer's blood glucose was 45 mg/dl at the time of call. The customer's son also reported that they received no delivery alarms. The customer's blood glucose was 74 mg/dl at the time of incident. The customer's son declined to troubleshoot for high and low blood glucose. The insulin pump will not be returned for analysis.